Event description:
It was reported that the handheld device was not powering on. The lock button was confirmed to be disengaged. No troubleshooting was performed as the handheld device was expected to be replaced due to desire for the new tablet. A replacement programming system was provided and the old programming system has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned programming wand will be included on the next quarterly alternative summary report. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.